Event description:
Clinic notes dated (B)(6) 2015 reported that the patient's vns was interrogated and showed "increased impedance" (i.e. High impedance). The patient reported that she was not feeling vns stimulation as often as previously. The patient was last seen in clinic on (B)(6) 2015, and her device was checked at that visit with no warning message noted. The patient was not experiencing any breakthrough seizures. The patient was referred for replacement surgery. Additional information was received that the patient underwent vns generator replacement surgery on (B)(6) 2015 due to reported battery depletion. After generator replacement, however, it was reported that high impedance was noted on the patient's new generator. No known additional surgical interventions have occurred to date.

Event description:
Analysis of the generator was completed. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead was also completed. Analysis confirmed a discontinuity of the quadfilar coil in the body region of the returned lead portions. Analysis also observed abraded openings of both outer and inner tubing near the break location with observed pitting on the surface, indicating that stimulation was present for a certain period of time. The abraded openings found on the outer and inner silicone tubes most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient was reportedly seen for surgical consult (B)(6) 2015 due to vns end of life, with no mention of the increased impedance. The patient underwent vns lead replacement surgery on (B)(6) 2015 due to the high impedance. After lead replacement, diagnostics were reportedly within normal limits. The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date. No additional relevant information has been received to date.